Event description:
The patient underwent a right arthritic hip arthroplasty. A few months after the procedure the patient fell, but was not injured. At 7 months after the procedure the patient complained of pain at the surgical site. Patient was brought to the or for revision of the hip replacement secondary to pain. Upon opening, copious foul drainage was identified and sent to the lab. Tissue specimens were also sent to pathology and radiology exam. The fluid was found to be free of organisms by gram stain. Cultures showed synovial fluid with metal shavings (negative), no white blood cells, no organisms over several days. The radiologist called and identified metal in the samples from the implants. New hip implants were placed. Sales representative took possession of the implants for evaluation.